Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultrasmart meter is giving inaccurate erratic readings of "484, 255, 139, and 157 mg/dl." On september 16, 2010, this medical surveillance specialist spoke with the patient to clarify information obtained during the initial phone call. On (B)(6) 2010 at 1:45 pm, the patient obtained the alleged inaccurate erratic readings within minutes of each other. After obtaining the "484 and 255 mg/dl" on the subject meter, the patient took 6 units of humalog insulin based on the latter reading of "255 mg/dl." Within one minute, the patient reportedly test at "139 and 157 mg/dl" on the subject meter. Realizing that he may have administered too much insulin based on what he thought was a falsely elevated reading, the patient took more food and drink at the time of concern to offset his insulin dosage. However, one hour later, the patient reportedly developed symptoms of "tired, shaky, and sweating." Further treatment with food and drink was self administered at the time of concern which eventually abated the symptoms. According to the troubleshooting performed with customer service, the readings were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed symptoms that can be suggest of hypoglycemia after he took insulin based on the alleged lfs meter reading.

Event description:
It was reported that during a gastric bypass procedure, the blade was broken. No piece fell into the patient. The surgeon opened a second device to complete the procedure. There were no adverse consequences for the patient.

Event description:
Pt in ICU ordered to receive normal saline at 75cc/hr and dobutamine at 5mcg/kg/min - 9.5 cc/hr -. Pt transferred out to pcu and developed hypotension and chest pain. Cardiologist notified and ordered to decrease the dobutamine to 2.5mcg/kg/min, to initiate amiodarone, and to initiate dopamine to keep bp>90 systolic. IV pump alerted rn to empty IV bag and rn discovered that normal saline had been running at 4.8 cc/hr and dobutamine - bag now empty - had run at 75cc/hr. Root cause analysis determined that IV tubing had been accidentally switched between the two pumps and the normal saline and dobutamine rates were switched. Pt received overdose of dobutamine. Dobutamine discontinued upon error discovery. Approximately 45 minutes later, pt suffered cardiac arrest and expired despite resuscitation measures. (B)(4).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k021819.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k021819.